Event description:
Tech placed their fingers in a small indentation on the inside of the couch track, located on the base of the couch. The indentation is approx 1.5x.5 inches. While speaking with the pt on the couch, a second tech used mechanical means to move the couch, as it came backwards the scissor action removed approx .75 inches off of the right index finger of the first tech.